Event description:
A patient service representative (psr) contacted zoll customer support to report that a monitor she received was unable to power on during an in-service. The psr was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) was confirmed. As received, the monitor was unable to power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective monitor. The psr received a replacement monitor.